Event description:
The consumer was in the chair and started choking. The consumer's daughter leaned the consumer forward at the waist to dislodge the food by patting her back. While the consumer was leaning forward the chair and the consumer fell from the chair. This allegedly resulted in a broken femur. While in the emergency room, the consumer had a reaction to the pain medication, which allegedly resulted in the consumer's death three days later.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Complaint as received suggests that the user as leaning excessively and may not have been using the seat positioning strap as discussed within the user guide that ships with the product. In addition, excessively leaning forward in any wheelchair can result in falls of this type. Proper use of the product is covered within the user guide. Product malfunction has not been confirmed. Cause of death was not directly caused by the use of the device.